Event description:
The following was reported to davol by the pt's atty: on (B)(6) 2000, the pt was implanted with a bard/davol "marlex" mesh during an unk pelvic procedure. The atty's report alleges pain, injury, disability, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's atty did not allege a specific device failure and medical records have not been provided. Without a lot number, a review of the manufacturing records could not be conducted. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.